Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) to resolve the issue. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator had a loss of communication error message that rendered the unit inoperable. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.